Event description:
The lay/user pt called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the pt three days later and obtained/verified the following info. In 2005, the pt tested her blood glucose at 8:30 a.m. And obtained a result of 130 mg/dl. She was not feeling well at the time and she questioned the result so she retested, obtaining results of 139 and 152 mg/dl. She took 30 units of her long-acting insulin. At 11:30 a.m. She began to shake, she was very cold, and she had blurry vision. The paramedics were called and when they arrived, they tested the pt with her own meter and obtained a result of 149 mg/dl. They then retested on their meter and obtained a result of 42 mg/dl. They gave the pt sugar water and took her to the hosp. At the hosp, she was given glucose and released 2 hours later. The pt stated that if her meter had read lower that morning she would have called her dr for advice before taking any insulin. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt performed a control solution test, which passed. This complaint is being reported as an adverse event as the pt obtained a "normal result" and based on the result, she took her insulin.

Event description:
The lay user/pt called lifescan (lfs in 05 and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the pt three days later and obtained/verified the following information. On the the date pt called the lifescan, the pt tested her blood glucose at 8:30 a.m. And obtained a result of 130 mg/dl. She was not feeling well at the time and she questioned the result so she retested, obtaining results of 139 and 152 mg/dl. She took 30 units of her long-acting insulin. At 11:30 a.m. She began to shake, she was very cold, and she had blurry vision. The paramedics were called and when they arrived, they tested the patient with her own meter and obtained a result of 149 mg/dl. They then retested on their meter and obtained a result of 42 mg/dl. They gave the pt sugar water and took her to the hospital. At the hospital, she was given glucose and released 2 hours later. The pt stated that if her meter had read lower that morning whe would have called her physician for advice before taking any insulin. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt performed a control solution test, which passed. This complaint is being reported as an adverse event as the patient obtained a "normal result" and based on the result, she took her insulin. This treatment may have led to the hypoglycemic event requiring medical intervention. Although the control test passed, the meter when compared to the paramedic's meter appears to be inarrurately high. A replacement meter has been sent.